Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. There was blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. There was a kink in the inner shaft at the proximal markerband. There was a tear in the balloon material on proximal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-jul-2016. It was reported that crossing difficulties were encountered. The 85% stenosed, 24mm x 4.0mm target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 4.0mm x 15mm quantum¿ maverick¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a longitudinal balloon tear.